Manufacturer narrative:
Correction: section d9, device available for evaluation should be "no" instead of blank.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure on (B)(6) 2025. On (B)(6) 2025, the patient experiencing chest pain and interrogation showed that the right ventricle (rv) lead exhibited high capture threshold measurements in which resulted in loss of capture. The rv lead was explanted and replaced. The patient was in stable condition.